Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was found to have migrated while the ipg was being replaced electively for recharge burden. The migrated lead was explanted and replaced on (B)(6) 2020. Post-operatively, stimulation therapy was restored.